Event description:
User received discrepant digoxin results on one patient. The initial result was 2.28 ng/ml and repeated as 3.09 ng/ml, 2.56 and 2.93 ng/ml. The sample was repeated on a different analyzer and resulted as 2.4 ng/ml. The discrepant result was reported and no information was provided to determine if the patient was adversely affected. Although the field service representative could not determine a cause, he performed performance tests and these were within specification.